Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6. The customer contacted olympus technical assistance support (tac) via phone. Customer reported 1 button was not working. However, when he went into the room to troubleshoot, he reports the custom 1 button is working. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a custom 1 button that was not working during an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.